Event description:
A pt with apert syndrome a/p underwent a le fort 3 distraction. Kryptonite was placed at the lateral orbital rim areas for augmentation. An infection was noted approx 10 months after surgery as drainage from the upper eyelid. The area was debrided in the operating room and closed. A lateral canthopexy stitch was removed as well at that time. The pt had persistent drainage from the upper eyelid and kryptonite was subsequently removed.

Manufacturer narrative:
It is not clear what may have contributed to this event. There are several factors that can play a role in creating an infection, including but not limited to; surgical procedure, improperly sterilized surgical instrumentation, personnel, or device. No documentation within the DHR was found that would indicate a nonconformance to specs that could have contributed to this event. If add'l info becomes available, it will be submitted in a supplemental report.